Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately one month post implant both the right atrial (ra) lead and right ventricular (rv) lead became dislodged due to twiddler's syndrome. Both leads were explanted and replaced. No further patient complications have been reported as a result of this event.